Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), muscle tightness ("muscle tightness in her right leg"), arthralgia ("hip pain"), arthritis ("arthritis in her hip, her sacroiliac joints and lower back"), cartilage injury ("labral tear"), intervertebral disc protrusion ("bulging disc in lower spine") and discomfort ("discomfort"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2022. The reporter considered arthralgia, arthritis, cartilage injury, discomfort, intervertebral disc protrusion, muscle tightness and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 37 year-old female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6)2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), muscle tightness ("muscle tightness in her right leg"), arthralgia ("hip pain"), arthritis ("arthritis in her hip"), sacroiliitis ("arthritis in her sacroiliac joints"), spondylitis ("arthritis in her lower back"), cartilage injury ("labral tear"), intervertebral disc protrusion ("bulging disc in lower spine") and discomfort ("discomfort"). The patient was treated with surgery (essure removal). At the time of the report, none of the outcomes for these events were known. The reporter considered arthralgia, arthritis, cartilage injury, discomfort, intervertebral disc protrusion, muscle tightness, pelvic pain, sacroiliitis and spondylitis to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-may-2022: quality safety evaluation of ptc. 03-may-2022: coding request received : correction due to discrepancy between coding action item and match point coder query : description to be codes was changed from: arthritis to "arthritis in hips", "sacroiliac arthritis" and "mild arthritis lower back" [multiple localisations] hence events record as separate entries. Follow up 1st and 2nd process together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.